Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g7 android smart device . However, data for the g6 android smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.